Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's by parent that the customer's insulin pump was delivering insulin even when suspended. The customer¿s blood glucose level was unknown at the time of the incident. No further details were provided. Troubleshooting was not completed as the customer was not available at the time of the call. The caller also stated the customer's transmitter was not working. The insulin pump will not be returned for analysis.